Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp. The stm stated that the facility's biomedical engineer was able to get the unit to seat in the cart correctly (batteries were charging). When the stm examined the iabp he found the latch was not working properly and the console could be removed from the cart without unlatching it first. Upon examination, the stm found the latch to be extremely dirty. To address the issue, the stm cleaned the dirt from the latch; the latch functioned properly. Subsequently, the stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. (B)(6).

Event description:
It was reported that in the process of clinical instruction during a balloon pump nursing class, it was observed by a getinge clinical representative that the rescue component of the customer¿s cardiosave intra-aortic balloon pump (iabp) would not properly seat in the hybrid iabp. The connection confirmation could not be confirmed. The iabp was referred to clinical support representative at the facility, who went thru their internal process to get the pump to biomed for possible inspection and service. The iabp was taken out of service until issue is resolved. There was no patient involvement, thus no adverse event was reported.